Event description:
As reported by the user facility: event # 3: reports of three valves leak at the base of the central line. Leakage occurred even when the valves were tightened very tight. Chemo was infusing when the leak. This issue was only found with lot # 0061328408.

Manufacturer narrative:
This report has been identified as b. Braun medical inc internal report # (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. Review of the discrepancy management system database performed for the reported lot number did no reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. Although the duration of use for the caresite valve could not be confirmed, it is indicated on the instructions for use (IFU) for the reported product catalog number. If additional pertinent info becomes available, a follow-up will be filed.